Manufacturer narrative:
08-oct-2024 concomitant product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
I wasn't injured [no adverse event]. Brush head...came out - oral-b [device breakage]. Brush head [...] Loose and not tight at all - oral-b [device connection issue]. Case narrative: 25 year old male consumer reported via phone that the oral-b toothbrush heads were loose and were not tight at all on the oral-b toothbrush handle, type 3772. They came out mid-brush session, but he was not injured. No injury was reported. 10-oct-2024 via information initially learned on 10-sep-2024: the concomitant product lot number was t3118. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
I wasn't injured [no adverse event]. Brush head...came out - oral-b [device breakage]. Brush head [...] Loose and not tight at all - oral-b [device connection issue] . Case narrative: 25 year old male consumer reported via phone that the oral-b toothbrush heads were loose and were not tight at all on the oral-b toothbrush handle, type 3772. They came out mid-brush session, but he was not injured. No injury was reported.